Event description:
It was reported that patient experienced unwanted stimulation in stomach and ribs due to spinal cord stimulation (scs) leads had migrated as revealed thru imaging. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7105126 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).